Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone e1 (B)(6). Reporter phone e1 (B)(6).

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating there was no sound from the ceiling-mounted display for the vitals information monitors in private rooms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the unit. The fse informed the customer the issue was in fact the slave display which did not have speakers, so it was normal for the monitor not to have sound. After the fse confirmed with the customer there was no actual speaker on the slave monitor, the issue was resolved. The cause of the reported issue was a user error. No further investigation or action is warranted at this time. Based on updated information gathered from the case, this complaint is deemed not a reportable event with philips.